Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary the device was returned and analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the addition of an atrial lead, the rv lead would not pace after it was reconnected. The analyzer indicated the leads were ok, so the implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.